Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with moisture damage on the keypad traces.

Event description:
Customer reported that she was hospitalized multiple times due to high blood glucose and dka. Customer blood glucose reading at the time of hospitalization was unknown. Nothing further was reported.